Event description:
It was reported the patient with diabetes reported experiencing frequent line blockage errors. There was patient involvement/no harm reported. The blockage errors may indicate potential interruption of insulin delivery, which could lead to inadequate therapy.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.